Event description:
It was reported that soon after the catheter was placed in the operating room, blood was seen in the filter. As a result, a new kit was opened and used without issue. There was no reported delay, death or complications to the pt. Additional information received on (B)(6) 2011 from the (B)(6) stated that they replaced the snaplock adapter and the snaplock adapter clip. The catheter and the filter were not replaced.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.